Manufacturer narrative:
Manufacturing site: (B)(4). The reported caravel microcatheter with its separated tip was returned for evaluation. A circumferential crack caused by tensile stress was observed at the junction of tip and shaft segments. The distal end of the underlying braid tube was exposed and tip polymer was stretched at the torn end of the tip. The separated tip was approximately 3.5mm long. There were multiple circumferential cracks and stretching of polymer caused by tensile stress at the torn end of the separated tip. The mid part of the separated tip was necked due to tensile stress. An indentation that appeared to be made by something edgy object was observed at the distal end of the separated tip. Measurement of the returned microcatheter indicated that the tip was torn at the distal end of the braid tube located approximately 2mm from the distal end and the separated tip was stretched for approximately 1.5mm. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip. The applied stress would exceed the product design limit likely when the catheter was removed with the tip being trapped in the calcified lesion and made the tip torn apart. It was concluded that this event was not attributed to product deficiency. Instructions for use (IFU) states: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, - [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a pci to treat a moderately calcified 90-99% occlusion in the rca #1. The microcatheter was advanced over an asahi sion blue guide wire in attempts to cross the lesion. After successful wire crossing, the microcatheter was advanced into the lesion when the catheter tip became trapped in the lesion and detached. The separated tip remaining on the guide wire was successfully retrieved by removing the guide wire. The pci was resumed and blood flow was successfully reestablished by stent deployment. There were no adverse patient effects associated with separation of the tip. The patient was fine without problem after the procedure.